Manufacturer narrative:
Device evaluation summary: one portex blue line ultra suctionaid was received in used condition without its original packaging. Immediate visual inspection identified one big tear in the device cuff. Inflation tests were audited using thirty two (32) units, in order to verify that the inflation test was properly performed. No discrepancies or deflated cuffs were found. A review of the manufacturing process was also conducted and was considered adequate and correct. Based on the evidence and testing, the complaint allegation was confirmed. The root cause was noted as unknown..

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid air ventilation did not perform smoothly as the patient's sputum was stuck inside the tube. It was also noted the excessive sputum "made the tube smell bad". Subsequently, a tracheostomy (trach) change out was performed and the patient recovered. No clinical consequences to the patient were reported.